Manufacturer narrative:
Failure event observed during analysis. Final analysis found that the insulation was abraded. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: the explant date should have been (B)(6) 2018. Correction: the implant date should have been (B)(6) 2003.